Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured on july 17 to july 19, 2014. The affected device was received for evaluation. Visual inspection and functional testing were performed. A visual inspection on the unit (via the naked eye) noted a black particle approximately 0.01 mm in size, located underneath the white filter, where the particle was in the fluid path. Fourier transform infrared spectroscopy (ft-ir) spectroscopy testing was attempted, but could not be performed because the particle was determined to be insufficient to produce visible signals on the ft-ir spectrum. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were there was a black mark on the filter of a small volume intermate. This was noted after compounding with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.